Manufacturer narrative:
No clear root cause could be determined for this event. Bec internal identification is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) to report receiving one dxi wash buffer ii cubetainer that leaked. The customer did not question any patient results. No injury or affect to patient or end user in association with this event was reported. Per visual inspection of the photo by the investigator, the leaked appeared to be a pin hole leak and not a stress crack. The pin hole leak can be caused by a small cracks or craze marks during the cubetainer inflation process. Replacement was shipped to the customer.